Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of no delivery alarm form the insulin pump. The customer's blood glucose reading was unknown. Customer checked status screen and there were more than 20 units remaining. The customer performed high pressure test and there were 0 units, 7 units, more than 5 units and less than 5 units. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.